Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced an episode of noise which was oversensed leading to pacing inhibition and asystole lasting approximately two seconds. The patient had reportedly been lifting weights at the time of the episode. Several months later, the patient was evaluated and oversensing of the respiratory response trend (rrt) feature signal was noted, resulting in inappropriate mode switching. Boston scientific technical services (ts) provided programming advice to the clinician. No adverse patient effects or additional interventions were reported. This right ventricular (rv) lead remains in service.